Manufacturer narrative:
The patient side manipulator (psm) was returned for failure analysis, and the reported issue was confirmed but not replicated. In logs, multiple 23300 tool engagement errors were seen, confirming the fault occurred in the field. During visual inspection, no issues were seen that would be relevant to the reported problem. The unit was installed onto a golden system where the psm had functioned as designed multiple sterile adapters and instruments were installed numerous times without any issues. The unit was also idled in following for about an hour and power cycled 10x, but no faults or errors were triggered. The unit was then installed onto a patient side cart fixture test platform (pftp) where it passed all relevant testing within specification. As a result of these findings, failure analysis is unable to determine an applicable root cause for the reported event. Additionally, the customer-reported issue of frequent instrument engagement failure was confirmed through log review but could not be replicated during in-house testing. Review of field logs for sp0556 showed that the returned psm (position 3) triggered multiple 23300 errors, indicating repeated engagement failures. The psm was installed on an in-house system, and raw sensor data was analyzed during instrument engagement identify potential anomalies. Spline sensor data showed no signs of abnormal behavior. As a result, the psm was found to be operating as intended, and a root cause was unable to be established.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced patient side manipulator (psm) to resolve the issue. The system was verified and ready to use. Isi has received the psm for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure that there were frequent instrument engagement failures with patient side manipulator (psm) 3. The same issue did not occur with the other psms, using the same sterile adapter and instrument from psm 3. The procedure was able to be completed with no reported injury.